Event description:
Upon removal of the acetabular checkpoint pin, it was found to be fractured. The fractured end was removed by shaving the ilium using an air burr or similar instrument. It was subsequently determined that this had been causing interference during acetabular reaming.